Manufacturer narrative:
The customer fixed the issue and no further description is available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer fixed the issue and no further description is available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, "it's unable to drive." There was no reported patient involvement.